Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: occupation and evaluation codes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of hypotension as the event occurred during treatment. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient has a history of hypertension for which he is prescribed antihypertensive medications. It is known that the use of antihypertensive agents can cause hypotension during treatment and that medication adjustments can correct the hypotension. The patient has not had another event since the change in medication and solution strength. Based on the available information it is reasonable to conclude that the adverse event was not caused by the liberty select cycler.

Event description:
A patient contact contacted technical support for assistance with a stat drain during dwell 4 of 5 of the patients¿ peritoneal (pd) dialysis treatment. The contact reported the patient had a low heart rate and an ambulance was going to transport the patient to the emergency room (ER). Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient has a history of hypertension and experienced a drop in blood pressure (bp (value unknown)) during dwell 4 of 5. This was the first episode of hypotension during pd treatment that the patient had experienced. The patient was seen in the ER. The patient¿s blood pressure medications (type, route, dose and frequency unknown) were modified (unspecified) and the patient was instructed to hold the medications for low bp. The patient¿s pd prescription was also changed from utilizing two 2.5% delflex solution bags to utilizing one 2.5% and one 1.5% delflex solution bags. The patient was released to home from the ER the same day. The cause of the hypotensive event is unknown, however, the patient has been stable since the medication and pd prescription change. The patient continues to complete pd therapy on the liberty select cycler.